Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger g2. Foreign: japan h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that for the past 2 weeks or so, the patient has properly placed the recharger on top of the device, but the patient repeatedly received a message saying, "please reattach the recharger." It was not possible to specify whether or not the charging was faulty (76) or (74); charging failure was noted. The antenna portion is overheating. Even though the controller started at 100% and the "device did not charging", the controller alone reduced its charge. There were no known environmental, external, and patient factors that may have caused the event. The stimulator cannot be charged repeatedly after reconnecting the recharger and pressing retry. They will inform the person in charge. The issue was not resolved at the time of the report. No health damage was reported.

Manufacturer narrative:
H3 device evaluation: analysis of the returned recharger found that the device was scrapped due to the recharge antenna failure where the controller won't power on when the recharger is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.